Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with a transabdominal hysterectomy, bilateral salpingo-oophorectomy, extensive lysis of adhesions and abdominal sacrocolpexy due to pelvic pain, menorrhagia, and some pelvic prolapse. The patient underwent mesh removal concurrently with a laser cystolithoplaxy on (B)(6) /2008 due to bladder stones and eroded mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation on (B)(6) 2006 to treat uterine prolapse concurrent with a hysterectomy. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. Due to erosion, dyspareunia, pain and recurrence of prolapse the patient underwent mesh removal on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that due to erosion into the bladder the patient underwent a transurethral resection of the bladder mesh as well as cystolitholapaxy with vaginoscopy on (B)(6) 2012.